Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error regarding the transfer set. The transfer set should only be opened when the patient is either connecting or reconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was the transfer set becoming opened and solution leaking out, causing the patient to fall. The patient was hospitalized for the peritonitis and the fall. On unreported date(s), the patient was treated with a vancomycin loading dose intraperitoneally (dosage, frequency, and duration not reported) and then placed on an unknown maintenance dose of vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.